Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction: the one way valve was attached and a vacuum was pulled, all while the iab was in the tray. The clinician removed the balloon carefully from the kit maintaining the one way valve. However, the balloon was already unwrapping and the clinician tried to rewrap the membrane, but the iab could not be inserted. The md requested another iab and this iab was prepped and was able to be inserted without difficulty.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab was returned for eval. A slight amount of blood was noted on the exterior surfaces of the iab. The bladder was loosely wrapped. The one way valve was attached to the lock connector. An in-house .025" guidewire was fed thru both ends of the iab with ease. The one-way valve was tested with a vacuum gauge and passed all tests. A vacuum was pulled on the iab and it held. The iab was submerged and pressurized in water. No leaks were observed in the iab and the bladder. The bladder thickness was measured and was within spec. The reported event of the membrane unwrapping was unconfirmed. There was no problem found with the iab.